Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette diluent into well positions b10 and c10 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse replaced plunger clamp and tip clamp in position 10. No death or serious injury was associated with this event.